Event description:
The customer observed false nonreactive architect anti-hcv results for a 46-year-old female patient. The diagnosis was tracheal artery aneurysm, requiring surgery. The following data was provided: on (B)(6)2022 the patient tested anti-hcv positive (4.4 index) on a rebio device; on (B)(6)2022 the patient tested anti-hcv positive (4.9 index) on a rebio or roche device (customer unsure which was used because they were being switched over during this time period); on (B)(6)2022 the patient was tested on architect and the anti-hcv results were 0.31 s/co, retested 0.35 s/co; on (B)(6)2022 a new blood sample was taken, and the architect anti-hcv result was 0.25 s/co. The result of pcr for bml was negative.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Return testing was not performed as returns were not available. Device history record review was performed on lot 35695be00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed, showing that the lot generates the expected results. All specifications were met, and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9047 and hcv 9045). The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Labeling review concludes that the issue is adequately addressed. Based on all reviewed data, we conclude that there is no product deficiency with the architect anti-hcv reagent identified in this complaint.